Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/25/2025, the distributor reported that on an unspecified date the user experienced hypoglycemia with blood glucose (bg) levels of 50 mg/dl while using insulin pump therapy. The user corrected with glucose tablets, gummies, and juice and no hospitalization or further medical intervention was required. No long-term health effects were reported.